Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, the physician advanced a pod6 into the target location using a lantern delivery microcatheter (lantern), however, it was reported that the proximal end of the pod6 was not taking its intended form. The pod6 was therefore removed, and the procedure was completed using a pod8 and the same lantern. There was no report of an adverse effect to the patient.